Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. The length of the proximal aortic neck was 18.5 mm, the degree of angulation was 75, the vessel tortuosity was moderate and the calcification was mild. It was reported that during the procedure, there was no problem with implantation except for the moderate tortuosity and neck angulation. There was thought to be a proximal type I endoleak post angio. The leak was seen within the proximal seal zone and at the top of the gate area. The physician is unsure of the cause of the endoleak, but believes it may be due to the neck angulation. There is also a possibility that this is a type ii endoleak. The physician accepted this and will do a 1 month post operative CT. He believes the endoleak will resolve. An accessory renal artery was also unintentionally covered during the procedure. The physician plans no intervention for the artery occlusion. No additional clinical sequelae were reported and the patient will be monitored. A review of returned films pre-implant confirmed that the neck was long, calcified, and severely angulated greater than 60deg. The neck was double-angulated r-l and then p-a. The proximal neck diameter just below the renals was 18mm. The maximum diameter aaa was 5.3cm. The iliacs were also calcified bilaterally. A single still angio image post-implant shows that the device was implanted within the angulated neck. Contrast is seen within upper sac, from approximately 3cm below the proximal graft margin extending down near to the level of the flow divider. The endoleak type could not be determined. This may be a proximal type I or type IV, and cannot rule out a type ii or type iii fabric. The angulated and calcified proximal neck may have contributed to a type ia endoleak.

Manufacturer narrative:
(B)(4).